Manufacturer narrative:
We are waiting for additional information from the distributor.

Event description:
The laser system has the following problem: while using the 150 watt cyber tm laser the operator received a "current" fault after firing laser for 177,000 joules. The operator cleared the error and did soft restart but the laser displayed a "com 1" and "current" fault. A soft restart was performed a second time and once the laser was put into "ready" the doctor pressed on the footswitch the laser immediately displayed a "current" fault again. At this point the laser operator shut the laser completely off, started the laser back up and the doctor finished the procedure after 10,000 joules without any further issues.